Event description:
Us distributor contacted zoll to report that a patient was treated 1 time by the lifevest. The patient reports they were conscious during the event. Patient could not press the response buttons as was busy getting into a vehicle. The patient confirms dropping the monitor. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. The pre and post shock rhythms are not visible. It is not known whether the rhythm was converted by the lifevest defibrillation. Patient did not seek medical attention. No injury was reported from the treatment. The patient continues to use the lifevest. Holter data is not available for the time of the treatment. The device flag data review shows the patient received one lifevest treatment on (B)(6) 2022. The flag data shows a shock was delivered on (B)(6) 2022 at 06:48:55 am.

Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. The evaluations have not yet been completed.